Event description:
Blood glucose was not stable [blood glucose fluctuation]. Hypoglycemia. The dosage of novopen4 did not accurate [incorrect dose administered by device]. Drug exposure during pregnancy [exposure during pregnancy]. Case description: this serious spontaneous case from (B)(6)was reported by a medical doctor as "blood glucose was not stable" with an unspecified onset date, "hypoglycemia" beginning on (B)(6) 2014, "the dosage of novopen4 did not accurate" with an unspecified onset date, "drug exposure during pregnancy" beginning on (B)(6) 2014, and concerned a (B)(6) female pt who was treated with novolin r (fast acting human)", novolin n (long acting insulin human) and novopen 4 (insulin delivery device) all from (B)(6) 2014 due to "gestational diabetes". (B)(6). Medical history included gestational diabetes which was diagnosed at cardiovascular department on (B)(6) 2014. On (B)(6) 2014, the pt was hospitalized at obstetrical department and initiated insulin therapy. The treatment included novolin r (tid) and novolin n before sleep, subcutaneously. On an unk date, the pt's blood glucose was not stable since the dosage of novopen 4 was not accurate. On (B)(6) 2014 the pt experienced hypoglycemia so the novopen 4 was changed on the same day. At the time of reporting, the pt's blood glucose was stable and pt was discharged from the hospital. Action taken no novolin r, novolin n, and novopen 4 was not reported. Overall outcome of the events was reported as recovering/resolving.